Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had lost weight and in turn the ipg became superficial and the ipg pocket became uncomfortable. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg pocket as moved to the left flank and buried deeper. Stimulation therapy was restored post-operatively and the patient issue has been resolved.